Event description:
It was reported that the patient had twiddled the device, and the right ventricular (rv) lead exhibited several spikes in impedance and an apparent fracture. The right atrial (ra) lead exhibited gradually rising impedances and thresholds and an apparent impeding fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.